Event description:
It was reported that during a paroxysmal atrial fibrillation a farawave was selected for use. During procedure, the catheter was flushed and prepped with the wire through it with no resistance felt while flushing the catheter's central lumen that the wire goes through. The side lumen that connects to a pressure bag with no issue either with irrigation through that. At the end of the ablation, it was noticed that there was blood potentially leaking through the handle of the catheter. An estimated 5ml blood loss had occurred. The procedure was completed with the original device. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.